Event description:
Poly core was replaced.

Manufacturer narrative:
Poly core returned for eval. Eval confirmed the x-ray marker wire had displaced. Normal wear on poly surface for 12 year old implant.